Event description:
The hosp reported tha the dermatome is not working properly. Apparently the screws on the blades have been tightened but are still loose and the skin is therefore, allegedly was "chewed up".